Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is over 200 mg/dl. The insulin is squirting out during the manual prime process. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk.